Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:20. Programmer save to disk data show rv and lv pacing lead impedances > 3000 ohm on (B)(6) 2011.

Event description:
It was reported that the patient suffered a syncopal episode. The patient was seen in the emergency room and asystole was discovered. Intervention was performed due to the syncope to exclude possible lead malfunction. No lead malfunctions were discovered. The device is still in use. No further patient complications have been reported as a result of this event.